Event description:
Additional information received from the consumer reported that the loss of therapy was resolved by increasing the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0y6p7, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was implanted on (B)(6) 2015 and had been getting great therapy, but one time on (B)(6) 2015 the patient noticed they used the bathroom and one hour later used the bathroom again. The patient's symptoms prior to implant were going to the bathroom every 15 to 20 minutes. The patient's stimulation was currently on program 1 at 2.0v. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.